Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing blood glucose (bg) levels ranging from the 200's to 300's (mg/dl). The customer delivered a bolus via the pump. The customer changed supplies prior to calling tandem technical support (cts), therefore troubleshooting was unable to be performed. No issues were reported with the current supplies. The customer reported that the heat may have contributed to the insulin "going bad" in the past supplies. During follow-up with cts, the customer reported that bg levels had stabilized to 184 mg/dl.